Event description:
It was reported that during a coronary artery treatment procedure a balloon rupture occurred. The de novo lesion being treated was a 99% stenosed, calcified, severely tortuous portion of the basilic vein. A sterling otw 5.0x40/40 (4f) balloon was advanced to treat the lesion. The physician inflated the balloon once to 6atm. On the second inflation, the balloon ruptured at 6atm. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status is listed as good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).